Event description:
Boston scientific crm received information that this device indicated one year of longevity remaining. Six months later, the device indicated 2 years of longevity remaining. It was noted that the patient mode switches a lot. Therefore, it was suspected that the one year longevity reading was and invalid charge time.

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.